Event description:
It was reported to philips that the heartstart xl defibrillator cannot do sync. There was no negative patient impact.

Event description:
It was reported to philips that the heartstart xl defibrillator cannot do sync. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.